Event description:
It was reported that the user announced a full breakfast but ate only half, after which the ilet showed glucose 107 mg/dl trending down and a confirmatory fingerstick was 81 mg/dl with an urgent low soon alert; the user was counseled on low glucose treatment and advised that if eating the remaining portion they should announce a reduced meal size consistent with the carbohydrates consumed. Symptoms included no reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to determine a medical device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.